Event description:
Ous MDR - rise of the shock impedance after replacement of the OEM ICD was noted. This rv lead was explanted with the lv lead because they were stuck together. The patient's subclavian vein was blocked, so a new implant was not possible.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 13 cm distal to the is-1 connector pin. Two lead fragments were received and subjected to an extensive analysis. During the analysis the conductor cable to the rv shock coil was found fractured between the df-1 connector and the yoke. This damage can be considered as the root cause for the clinical observation of rising shock impedance after replacement of the ICD. Based on the characteristics of the damage as well as the information given in the complaint description, it is reasonable to assume that the conductor fracture resulted from tensile forces applied during the surgery. Further damages most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.